Event description:
The customer reported that the subject device was leaking from the control body. The issue was found during reprocessing. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service observed focus function error e204 was displayed on the screen when the insertion tube was manipulated, due to failure of the charge coupled device (ccd). Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak due to a cut in switch #1. Distal end cap (c-cover) was out of specification. The up angulation was low. The right/left control knob was loose. The up/down control knob was loose. There were scratches with sharp edge on the distal end plastic cover. The objective lens adhesive was old/insufficient. The light guide lens (small) was cracked. The rubber adhesive was cracked and sharp on the c-cover and insertion tube. The insertion tube was crushed and had buckles. The customer label/barcode was dry at the scope connector. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.